Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was 268 mg/dl. The customer was advised to disconnect to inulin pump and troubleshooting was performed. The patient was ask to insert new aaa alkaline battery and she stated that the display didn't return or no display. The patient was advised to discontinue the use of the insulin pump and revert to back-up plan and we will sent replacement. No further information needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
All operating currents are within specification. Off no power alarm functioned properly. No blank display noted. No damage found on the connector and or lcd isolation tape noted. The device was received with cracked reservoir tube lip and cracked battery tube threads.